Event description:
The patient has two leads from the same lot number. It was reported that the patient's scs system was explanted due to ineffective stimulation and the patient experienced pain in the thoracic region. Additionally, it was reported that the patient was advised to get an MRI.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.